Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient reported that about a month ago they received a message that their device had come to the end of its life and was about to die. Patient said they were in the red with their stimulator. Patient mentioned that no one ever told them they were ever supposed to turn stimulation off once they had it programmed. Patient asked if they needed to get another implant surgery. Agent redirected patient to their healthcare provider to further address the issue. Patient mentioned that their device malfunctioned.